Manufacturer narrative:
The subject device was returned for evaluation. Initial evaluation of the sample finds bent guide wire and bent back up tabs. Functional evaluation of the sample resulted in no fastener deployed and the guidewire become further bent and exposed from the firing chamber. Based on the sample evaluation and investigation performed, the root cause was due to applied forces when in use. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue¿ and ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength.¿

Event description:
As reported, during an unknown procedure on (B)(6) 2021, the bard/davol optifix straight fixation device was used. As reported, the fastener was deployed to the area of soft tissue near the pubis and the fastener came off and the shaft was bent. Therefore, the next fastener could not be deployed. As reported, no fasteners fixated the tissue successfully. It was reported that there were no loose fasteners in the patient's body. Another device was used to complete the procedure. The surgeon is an experienced user of the optifix device. There was no reported patient injury.